Event description:
International affiliate reports the tip of the probe broke during pedicle preparation. Reports there were no adverse consequences to the patient and no delay.

Manufacturer narrative:
Visual inspection found the tip of the curved pedicle probe broken at the 40mm graduation mark. Review of the DHR identified no issues identified during the manufacturing and release of this product that could be attributed to the problem reported by the customer. The device has been in the field for approximately 8 years. It appears that the device malfunctioned due to normal wear and tear. At this time, the complaint is considered to be closed.

Manufacturer narrative:
A follow up report will be filed upon completion of the evaluation.